Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was released without any issues; the measurements were optimal and three tines were secured. From the very beginning, the delivery system (ds) tether seemed to move very slowly until it eventually became completely blocked. While gently pulling in an attempt to bring the delivery system closer to the leadless ipg to recapture it, the leadless ipg dislodged. The leadless ipg was recaptured, removed and replaced. The ds tether presented several clots. No patient complications have been reported as a result of this event.